Event description:
A high readings issue with the abbott diabetes care (adc) device was reported. The customer received unspecified high scan results on the adc device. It is unknown whether the customer noted a trend arrow on the device. Due to high sensor readings the customer self-treated with insulin (dose/type unknown). As a result the customer experienced hypoglycemia and required administration of sweet tea from a non-healthcare professional for the issue. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.